Event description:
It was reported that during the procedure, two locking screw heads snapped cleanly from the screw bodies while the screws were being seated. The screws could not be removed and were left in the patient. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2- foreign - australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record review cannot be performed without product identification. A definitive root cause cannot be determined. The complaint have not been confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.